Event description:
It was reported that the patient had a myocardial infarction, and it was unknown if the cardiac event was device related or due to the discontinuation of blood thinner medication during the trial period. The patient was hospitalized for cardiac follow-up and the leads had been removed. The patient had fully recovered and the explanted device was discarded by the medical facility.